Manufacturer narrative:
Concomitant medical products: product ID 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that a recharging issue occurred. Poor telemetry or no telemetry with recharging occurred. The patient noted that the cervical stimulator was not working. The device was not turning on and would not charge. The issue began in (B)(6) 2016. The patient had an appointment on (B)(6) 2016 regarding the issue. The patient spoke to the manufacturing representative and they thought the device needed to be rebooted to avoid surgery. No patient symptoms reported. Indications for use include spinal pain. No interventions or patient outcome were provided. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a follow-up appointment with the manufacturer representative reporting the one battery was overdischarged. The patient had not used and did not charge for over a month. A trickle charge was performed and the issue was resolved at the time of the report. The patient was alive with no injury and had not had any surgical interventions planned or performed.